Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not capturing the atrium while in use with a patient. The sensitivity was attempted to be adjusted, which had no effect. It was noted that the epg had been pacing in the ventricle, but when the pacing mode was switched to a single chamber fixed rate instead of a dual chamber fixed rate, the ventricle stopped capturing, as well. A different epg was used, which resolved the issue. The epg has been returned to service for a performance evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint could not be confirmed. Display wires were found to be pinched, with compromised insulation. Ventricular output connector was found to be broken. Case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.